Manufacturer narrative:
Product event summary: (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for subthreshold lead impedance on (B)(6) 2012. The weekly pace lead trend data shows an abrupt increase for min and max right ventricular pace impedance equal to 976 to 3616 ohms between (B)(6) 2012. Additionally, oversensing was noted because there were seven ventricular non-sustained tachycardia episodes less than or equal to 170 milliseconds on (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had high pace/sense impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.